Event description:
Rptr indicated that a vns wand was unable to program a pt. Troubleshooting involving changing the battery did not resolve the issue. The wand has been returned and is currently in prod analysis. A new wand was sent to the rptr and the pt was able to successfully programmed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.